Event description:
It was reported that an over-infusion occurred. The lvp module was received in biomed on (B)(6) 2019 with note stating "not infusing at proper rates (gives meds too fast).¿ no other details were on the note, and it is unknown if any patient harm occurred as a result of the event. No other event information was provided to the biomed for this event and the set and pc unit were not sequestered.

Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed. Physical inspection of the device observed no anomalies. Review of the log analysis shows the pump module s/n (B)(4) was in use and infusing a primary infusion at a rate of 30ml/hr. At 11:35pm on (B)(6) 2019, the user programmed a secondary infusion to run at 100ml/hr with a vtbi of 50ml. At 11:37pm, the user paused the infusion. The user selected the device, however does not perform any action. The unit was deselected and there was no further activity on the pump module after it was paused. The next entry for this pump module was a power on event at 7:45am on (B)(6) 2019. There were no other infusions programmed after this time/date. Functional testing found the device delivering fluid within specification. The root cause of the customer¿s report of over infusion was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an over-infusion occurred. There was no report of patient harm.